Event description:
"E" was initially received via regulatory authority (food and drug administration, reference number: mw5079723) on 28-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("fallopian tubes being removed") and adverse reaction ("side effects from essure") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced adverse reaction (seriousness criterion disability). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal and adverse reaction outcome was unknown. The reporter considered adverse reaction and medical device removal to be related to essure. The reporter commented: consumer mentioned a serious injury (disability). She experienced side effects from essure, fallopian tubes being removed. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5079723) on 28-sep-2018. The most recent information was received on 28-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("fallopian tubes being removed") and adverse reaction ("side effects from essure") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced adverse reaction (seriousness criterion disability). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal and adverse reaction outcome was unknown. The reporter considered adverse reaction and medical device removal to be related to essure. The reporter commented: consumer mentioned a serious injury (disability). She experienced side effects from essure, fallopian tubes being removed. Most recent follow-up information incorporated above includes: on 28-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.